Event description:
Covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient suffered serious injury and death by administering contaminated heparin.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.